Event description:
It was reported that balloon rupture occurred. Vascular access was obtained from the same side of the superficial femoral artery (sfa). The 99% stenosed target lesion was located in the moderately tortuous and severely calcified sfa. After a non- bsc guide wire crossed the lesion, a 3.0mmx40mmx135cm sterling¿ balloon catheter was advanced for dilatation. However, on the first inflation at 10 atmospheres for 3 seconds, the balloon ruptured. The device removed and exchanged with a 3mmx4cm non-bsc balloon catheter which also ruptured. The physician then performed dilation with peripheral cutting balloon catheter followed by stent implantation. The procedure was completed with post-dilatation. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).